Event description:
Caller reported that the pt has had reoccuring problems with air bubbles in the infusion set tubing. The pts blood glucose elevated to (500 mg/dl). Caller blames that the air bubbles in the tubing caused the pt's elevated blood glucose.